Event description:
The customer reported that the device had intermittent pads/ECG test failures during opcheck. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.